Manufacturer narrative:
B5 : narrative information no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the event log files were submitted for review. The event log files captured some low power advisory and hazard events that appeared to be due to routine battery depletion and one momentary low flow event on 12jun2024 at 16:48. The event log files also captured a series of no external power alarms of 14jun2024 due to a power interruption to mobile power unit (mpu) at 09:33. The mpu had a v-lock connector on the ac power cord. The ac power cord was not loose at the wall outlet or back of the unit. The event was due to a loss of power to the home. The mpu was not exchanged from service. The alarms were resolved, and the patient was stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the event log files were submitted for review. The event log files captured a series of no external power alarms of (B)(6) 2024 due to a power interruption to mobile power unit (mpu).

Manufacturer narrative:
Section a2: patient age corrected section d4: primary UDI corrected section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log files. No external power alarms activated from 9:33:48-9:34:28 when the voltage across both power cables decreased to ~0v. This is consistent with a loss of ac power while the controller was connected to the mobile power unit (mpu). The alarms cleared when the power source was changed to 14v li-ion batteries and the backup battery supported the system without issue during the event. The no external power alarms did not impact the controller¿s ability to support the pump. There were no other notable events captured on the reported event date in the log file. The provided information indicated there was a loss of power to the home at the time of the event. The mpu was not exchanged and remains in use by the patient. The root cause for the loss of ac power was determined to be a loss of power to the home. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit (mpu) not being reported. The heartmate 3 instructions for use was available for use at the time of the event. Section 7 ¿alarms and troubleshooting¿, includes how to identify and troubleshoot no external power alarms. The heartmate 3 patient handbook was available for use at the time of the event and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log files. No external power alarms activated from 9:33:48-9:34:28 when the voltage across both power cables decreased to ~0v. This is consistent with a loss of ac power while the controller was connected to the mobile power unit (mpu). The alarms cleared when the power source was changed to 14v li-ion batteries and the backup battery supported the system without issue during the event. The no external power alarms did not impact the controller¿s ability to support the pump. There were no other notable events captured on the reported event date in the log file. The provided information indicated there was a loss of power to the home at the time of the event. The mpu was not exchanged and remains in use by the patient. The root cause for the loss of ac power was determined to be a loss of power to the home. The device history records were reviewed, and the records reveals that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 16oct2019. The heartmate 3 instructions for use was available for use at the time of the event. Section 7 ¿alarms and troubleshooting¿, includes how to identify and troubleshoot no external power alarms. The heartmate 3 patient handbook was available for use at the time of the event and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.